Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforating fallopian tubes /the coil has protruded through the tubal wall/ one coil migrated and had punctured through my tube") and uterine perforation ("perforated the wall of the uterus/tubes uncoiled, protruding through fallopian tubes, with one coil puncturing the uterine wall/ perforation (uterus)/ coil fall out of the tube n is rubbing on the inside") in a 32-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, atypical squamous cells of undetermined significance, loop electrosurgical excision procedure in (B)(6) 2012 and colposcopy. Concurrent conditions included dysplasia, nabothian cyst, weight gain, leg pain, dizziness and body mass index normal. Concomitant products included anovlar (loestrin) since 2007 and anovlar (microgestin) since 2007 for birth control as well as fluconazole since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced fungal infection ("yeast infection"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced arthralgia ("hip pain"), dyspareunia ("pain during intercourse/ dyspareunia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal distension ("bloating"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and uterine pain and ovarian germ cell teratoma benign ("cyst in the ovary (mature cystic teratoma)/ mature cystic teratoma (right ovary)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri cyst ("paratubal cysts of/within the left/right fallopian tube"), endometriosis ("endometriosis") and vaginal infection ("vaginal infections"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy, salpingectomy(bilatral remo) and surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, dyspareunia, migraine, vaginal haemorrhage, fungal infection, headache, dysmenorrhoea, ovarian germ cell teratoma benign, vaginal discharge, weight increased, abdominal distension, fatigue and abdominal pain had resolved and the adnexa uteri cyst, endometriosis, arthralgia and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, fungal infection, headache, menorrhagia, migraine, ovarian germ cell teratoma benign, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the devices were placed easily. They were done at the gold mark, even though it was done at the gold mark approximately 7 coils were noted trailing on the right side and only 1 on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion pathology test - on an unknown date: see other diagnostics ultrasound pelvis - in (B)(6) 2016: see other diagnostics in (B)(6) 2016, pelvic ultrasound revealed bilateral migration, uncoiling, and perforation of the essure micro-inserts within/through the fallopian tubes. In addition to perforating the fallopian tubes, the pelvic ultrasound revealed that one of the essure micro-inserts had also perforated the wall of the uterus. Postoperatively, pathology examination confirmed uncoiling of the right micro-insert, with protrusion into the endometrial cavity from the right fallopian tube. The left micro-insert was also found be partially uncoiled and grossly protruding through the wall of the fallopian tube. Pathology examination further revealed acute inflammation, fibrosis, and paratubal cysts of/within the left fallopian tube, and endometriosis and paratubal cysts within the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforating fallopian tubes") and uterine perforation ("perforated the wall of the uterus/tubes uncoiled, protruding through fallopian tubes, with one coil puncturing the uterine wall") in a 34-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, atypical squamous cells of undetermined significance, loop electrosurgical excision procedure in 2012 and colposcopy. Concurrent conditions included dysplasia, nabothian cyst, weight gain, leg pain and dizziness. Concomitant products included anovlar (loestrin) from 2007 to 2012, anovlar (microgestin) from 2007 to 2012 and fluconazole since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 3 years 8 months after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia"), migraine ("migraines"), fungal infection ("yeast infection"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal distension ("bloating") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and uterine pain and ovarian cyst ("cyst in the ovary (mature cystic teratoma)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri cyst ("paratubal cysts of/within the left/right fallopian tube"), endometriosis ("endometriosis"), arthralgia ("hip pain") and vaginal infection ("vaginal infections"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy) and surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, dyspareunia, migraine, vaginal haemorrhage, fungal infection, headache, dysmenorrhoea, ovarian cyst, vaginal discharge, weight increased, abdominal distension and fatigue had resolved and the adnexa uteri cyst, endometriosis and vaginal infection outcome was unknown. The reporter considered abdominal distension, adnexa uteri cyst, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, fungal infection, headache, menorrhagia, migraine, ovarian cyst, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the devices were placed easily. They were done at the gold mark, even though it was done at the gold mark approximately 7 coils were noted trailing on the right side and only 1 on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion pathology test - on an unknown date: see other diagnostics ultrasound pelvis - in (B)(6) 2016: see other diagnostics in (B)(6) 2016, pelvic ultrasound revealed bilateral migration, uncoiling, and perforation of the essure micro-inserts within/through the fallopian tubes. In addition to perforating the fallopian tubes, the pelvic ultrasound revealed that one of the essure micro-inserts had also perforated the wall of the uterus. Postoperatively, pathology examination confirmed uncoiling of the right micro-insert, with protrusion into the endometrial cavity from the right fallopian tube. The left micro-insert was also found be partially uncoiled and grossly protruding through the wall of the fallopian tube. Pathology examination further revealed acute inflammation, fibrosis, and paratubal cysts of/within the left fallopian tube, and endometriosis and paratubal cysts within the right fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), yeast infection, headaches, tubes uncoiled, protruding through fallopian tubes, with one coil puncturing the uterine wall, dysmenorrhea (cramping), cyst in the ovary (mature cystic teratoma), vaginal discharge, weight gain, bloating and fatigue. On (B)(6) 2018: medical record received.concomitant , historical conditions & drugs are added. Reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforating fallopian tubes /the coil has protruded through the tubal wall") and uterine perforation ("perforated the wall of the uterus/tubes uncoiled, protruding through fallopian tubes, with one coil puncturing the uterine wall/ perforation (uterus)") in a 32-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, atypical squamous cells of undetermined significance, loop electrosurgical excision procedure in january 2012 and colposcopy. Concurrent conditions included dysplasia, nabothian cyst, weight gain, leg pain, dizziness and body mass index normal. Concomitant products included anovlar (loestrin) since 2007 and anovlar (microgestin) since 2007 for birth control as well as fluconazole since june 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced fungal infection ("yeast infection"). On (B)(6)2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced arthralgia ("hip pain"), dyspareunia ("pain during intercourse/ dyspareunia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal distension ("bloating"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and uterine pain and ovarian germ cell teratoma benign ("cyst in the ovary (mature cystic teratoma)/ mature cystic teratoma (right ovary)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri cyst ("paratubal cysts of/within the left/right fallopian tube"), endometriosis ("endometriosis") and vaginal infection ("vaginal infections"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, dyspareunia, migraine, vaginal haemorrhage, fungal infection, headache, dysmenorrhoea, ovarian germ cell teratoma benign, vaginal discharge, weight increased, abdominal distension, fatigue and abdominal pain had resolved and the adnexa uteri cyst, endometriosis, arthralgia and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, fungal infection, headache, menorrhagia, migraine, ovarian germ cell teratoma benign, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the devices were placed easily. They were done at the gold mark, even though it was done at the gold mark approximately 7 coils were noted trailing on the right side and only 1 on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion pathology test - on an unknown date: see other diagnostics ultrasound pelvis - in april 2016: see other diagnostics in april of 2016, pelvic ultrasound revealed bilateral migration, uncoiling, and perforation of the essure micro-inserts within/through the fallopian tubes. In addition to perforating the fallopian tubes, the pelvic ultrasound revealed that one of the essure micro-inserts had also perforated the wall of the uterus. Postoperatively, pathology examination confirmed uncoiling of the right micro-insert, with protrusion into the endometrial cavity from the right fallopian tube. The left micro-insert was also found be partially uncoiled and grossly protruding through the wall of the fallopian tube. Pathology examination further revealed acute inflammation, fibrosis, and paratubal cysts of/within the left fallopian tube, and endometriosis and paratubal cysts within the right fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information updated. Concomitant disease was added. Previous event ovarian cyst (mature cystic teratoma) was updated. Abdominal pain was added. Updated onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforating fallopian tubes") and uterine perforation ("perforated the wall of the uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and uterine pain, fallopian tube cyst ("paratubal cysts of/within the left/right fallopian tube"), endometriosis ("endometriosis"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), migraine ("migraines") and vaginal infection ("vaginal infections"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and right oophorectomy) and surgery (total hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, fallopian tube cyst, endometriosis, menorrhagia, dyspareunia, migraine and vaginal infection outcome was unknown. The reporter considered arthralgia, dyspareunia, endometriosis, fallopian tube cyst, fallopian tube perforation, menorrhagia, migraine, uterine perforation and vaginal infection to be related to essure. The reporter commented: since her removal surgery, most of plaintiff's symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion in (B)(6) 2016, pelvic ultrasound revealed bilateral migration, uncoiling, and perforation of the essure micro-inserts within/through the fallopian tubes. In addition to perforating the fallopian tubes, the pelvic ultrasound revealed that one of the essure micro-inserts had also perforated the wall of the uterus. Postoperatively, pathology examination confirmed uncoiling of the right micro-insert, with protrusion into the endometrial cavity from the right fallopian tube. The left micro-insert was also found be partially uncoiled and grossly protruding through the wall of the fallopian tube. Pathology examination further revealed acute inflammation, fibrosis, and paratubal cysts of/within the left fallopian tube, and endometriosis and paratubal cysts within the right fallopian tube. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.